Event description:
Customer was running the dimension instrument with the service key in the interlock override position, which allows uncontrolled access to test samples. This is contrary to the instructions in the operator's guide. A patient, involved in a motor vehicle accident, thought that they may be pregnant. ER took x-rays of the subject based on normal hcg result on the dimension rxl system. This patient sample was entered (bar-coded) in position a7 at 12:13. This same patient from the same tube was reprocessed (bar-coded) in position a9 at 12:14. There was no level sense error in the a7 position so it is assumed that the sample in the a7 position passed level sampling. The reason for the movement of sample by the customer is not known. Initial result on patient from the a7 position was normal while result from the a9 position was elevated. The initial result was reported to the ER. Subsequently, the elevated result was reported to ER but x-rays were already taken.